Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation containing approximately 200ml of fluid in the reservoir. Upon sample receipt, no signs or evidence of leak were detected at the blue winged luer cap or anywhere on the entire device. A leak test was also performed on the device; however, no evidence of a leak was found. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
It was reported to baxter (B)(4) that one (1) ce intermate lv50 device leaked from the blue winged luer cap. The device was filled with pamidronate. The was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.